Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, it was confirmed that the touch screen was responsive. The customer's blood glucose level was 214 mg/dl. The customer would continue to use the pump for insulin therapy.